Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: a3sr01, ipg, implanted: (B)(6) 2016. 5076-52, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the new right ventricular (rv) lead was causing diaphragmatic stimulation. The rv lead remains in use. No patient complications have been reported as a result of this event.